Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient called manufacturer representative (rep), reporting he woke up with significant tremor. Checked device with his patient programmer and found it was off, with 30% battery level. He turned it back on with no issues and recharged his device to full battery. He reports that he was not exposed to any emi. No patient injury or any issues reported other than parkinson's symptom return that was immediately resolved with turning therapy back on. Rep is meeting with patient to interrogate the device and will inform technical services. Additional information was received from manufacturer representative (rep). Rep reported that the cause of the therapy turning off is unknown. Rep interrogated device and got the session report. The issue has not been resolved but it has not occurred again since the first incident.

Event description:
Additional information was provided indicating that a technical support agent explained that the ins battery and wireless recharger use a calibration process that resets each time the battery reaches 100%, and when charging sessions do not reach full charge, calibration mismatches can occur. The recommendation is to encourage the patient to charge to 100% as consistently as possible with each session. The manufacturer representative provided additional information indicating that the disconnect appeared to involve the patient programmer, which displayed a battery level of 30% and indicated that therapy was off before the patient turned it back on. It was questioned whether calibration mismatch could also affect the battery reading shown on the patient programmer. The patient has not experienced a recurrence since consistently charging to at least 80%, often to full, and would have reported if the issue persisted. The patient's next appointment is scheduled for (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.